Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving unspecified low readings and a "scan again in 10 minutes" message while wearing the adc sensor. Customer further reported receiving unspecified third party treatment due to these issues. However, no further information was provided as they refused to continue troubleshooting. There was no report of death or permanent injury associated with this event.